Event description:
During a lobectomy procedure, the device locked out with abnormal noise like something broke at middle of firing. The staples were malformed. Another device was used to complete the case. There was no adverse consequence to the pt.